Event description:
Boston scientific crm received information that this lead dislodged.

Manufacturer narrative:
The lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service.